Manufacturer narrative:
This report is being submitted as follow up no. 1 to correct section d3, section g1 and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The likely cause was determined to have been damage sustained by the device during unpackaging. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that the tip of the locator was flattened. The locator/sheath assembly could not be threaded over the guidewire. The device was not used, and manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. The procedure before deploying the device was percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter was 3 mm. There was no health damage to the patient. The blood loss was less than 2500cc's. There was no patient injury, medical/surgical intervention required. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
Patient identifier requested, not provided. Age & date of birth requested, not provided. Patient sex requested, not provided. Weight requested, not provided. Ethnicity requested, not provided. Race requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.